Event description:
On (B)(6) 2011, I had a right total hip replacement. The implant that was used is the depuy (pinnacle altrx). About 2 weeks post surgery, I had a hematoma and had it drained by a very large syringe. After rehab and trying to get back to a normal function, I have noticed that more and more I am limited to how long I can stand or walk without feeling discomfort. Also if I ride or drive for more than 2 hours I feel discomfort in my right hip, I can not sleep on my right side due to the pressure I feel in my hip.